Event description:
It was reported that the right atrial (ra) lead dislodged during elective replacement of device. The lead was explanted and replaced. The physician had trouble advancing the replacement lead past stenosis in subclavian vein. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri implantable pacing lead implanted: 2013-04-18, product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.